Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010 patient reported her infusion device has moisture in the insulin cartridge compartment. Patient stated she had been sick with the flu and had a high fever. Patient reported on (B)(6) 2010, her fever broke in the middle of the night and she woke up completely drenched in sweat. She stated this is when she first noticed moisture in the cartridge compartment. Patient reported some moisture is below the piston rod and she cannot get to it with a cotton swab or paper towel. Patient stated she dried the moisture out above the piston rod, just not below it. Advised patient to remove the insulin cartridge, adjust the piston rod to zero, remove the battery and let the infusion device sit at room temperature to see if it will dry out. Assisted patient with switching to backup infusion device. On follow up call on (B)(6) 2010 patient reported infusion device had dried out and was working. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.